Event description:
Healthcare professional reported additional event of "any creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Patient reported right side rupture. Healthcare professional later reported right side capsular contracture baker grade IV, rupture, pain, and a "burning sensation". Device remain implanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease smooth assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease folding of implant: observed.

Event description:
Patient reported right side rupture. Healthcare professional reported right side capsular contracture baker grade IV, right side rupture, right side pain, and a right side burning sensation. Device has been explanted.